Event description:
The device was applied during a laparoscopic burch procedure involving one pt. Reportedly, the needle broke. The component was retrieved. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.